Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 2 weeks ago, they started experiencing a 'buzz' at the location where implant (ins) was placed. Pt stated that the 'buzz' lasted for 20 to 30 seconds, stopped, and returned after an hour or so. Pt denied any recent falls or traumas near implant site and mentioned losing about 10 pounds over the last 5 months. Pt also noted that they did not feel any 'buzz' when ins was off. Agent redirected pt to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they were directed to contact their manufacturer representative (rep) who walked them through the steps to resolve the problem. They used the up/down buttons on the controller to lower stimulation until the patient no longer felt the 'buzz.' The patient reports that lowering the stimulation has resolved this issue.